Event description:
The patient lost stimulation sensation while standing. The patient did feel stimulation when sitting or lying down. The patient was also charging the implantable neurostimulator more than expected. The patient was unsure how to check battery status using the patient programmer or recharger and recharged when she felt the stimulation pulse slow. Device functionality was reviewed with the patient. The field representative was contacted on behalf of the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.